Event description:
It was reported that during a filter placement procedure premature deployment occurred. An otw green fil w/flexcarrier had been selected; however, the filter "pre-deployed". The filter "jumped" and the filter legs opened prior to the physician expecting it to do so. It is unknown if the filter deployed inside or outside the sheath. The filter was outside the patient when the event occurred and was not used in the procedure. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).